Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 22.8 mmol/l (aviva) and 9.9 mmol/l (hospital meter). No adverse event reported. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.